Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. Pre-dilatation was performed with a 2.0x10mm non-abbott balloon. The 3.5x23mm xience prime stent was deployed at nominal pressure. Post-dilatation was performed with a 3.0x10mm non-compliant balloon when a distal edge dissection was noted. Therefore, a 3.0x12mm non-abbott stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.